Event description:
It was reported that the jetstream catheter and wire became stuck. A 2.4mm jetstream xc atherectomy catheter was selected to treat a 150 mm concentric calcium lesion (80-90 % stenosed) from distal superficial femoral artery (sfa) to popliteal artery. It was noted that the vessel diameter was about 5mm at popliteal artery. The physician successfully treated the lesion three times with blade down and two times blade up. However, when the physician moved to rex mode the jetstream catheter became stuck on the abbott nav-6 by 4-7mm diameter filterwire. The physician tried to retrieve the jetstream using rex mode, but the catheter still couldn't spin. The whole system, which included jetstream catheter and nav-6 filterwire, was pulled out of the out of patient's body carefully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this jetstream xc atherectomy catheter and non-compatible nav 6 filterwire were returned to boston scientific for analysis. The device and the catheter shaft were analyzed for damage. Visual examination showed no damage on the catheter shaft. Microscopic analysis of the tip of the jetstream revealed that guidewire tip coils were occluding the tip. The wire was attempted to be removed; however, the wire could not be removed. The wire was sticking out approximately 19 cm from the distal end and 156.5 cm from proximal end of the pod. The device was set up per the instructions for use (IFU) and the device primed; however, the tip would not rotate due to the interference with the tip and the coils of the guidewire. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for guidewire stuck due to use of the non-compatible guidewire interfering with the tip.

Event description:
It was reported that the jetstream catheter and wire became stuck. A 2.4mm jetstream xc atherectomy catheter was selected to treat a 150 mm concentric calcium lesion (80-90 % stenosed) from distal superficial femoral artery (sfa) to popliteal artery. It was noted that the vessel diameter was about 5mm at popliteal artery. The physician successfully treated the lesion three times with blade down and two times blade up. However, when the physician moved to rex mode the jetstream catheter became stuck on the abbott nav-6 by 4-7mm diameter filterwire. The physician tried to retrieve the jetstream using rex mode, but the catheter still couldn't spin. The whole system, which included jetstream catheter and nav-6 filterwire, was pulled out of the out of patient's body carefully. No patient complications were reported.